Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made. Patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.